Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the hose clamp for the manifold was replaced, and the zip tie for the manifold was replaced.